Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. A review of the DHR found that the lot met all release criteria. Root cause: unable to determine. Source: phone.

Event description:
Reported one false positive sars result on sofia flu+sars. Patient was symptomatic. The customer communicated the result was confirmed negative by molecular (pcr testing).